Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. An abscess occurred where the suture was placed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/20/2014. Retained representative samples were visually evaluated for attribute defects and no such defects were observed. The retained samples were tested for sterility and found to meet the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.